Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
A consumer reported having essure inserted 6 years after her last delivery. She used condoms as back-up contraception. Three months after insertion, hsg (hysterosalpingogram) test was performed and showed both tubes were occluded. In or about (B)(6) 2013, she started experiencing bleeding, pain and cramps. In (B)(6) 2013, two ultrasounds were done - one, with saline injected vaginally and other procedure (nos). Ultrasound revealed both coils came out of uterus and did not close the tubes as it was supposed to. Complete or partial perforation/embedment did not occur and no organ or intra-abdominal structure was affected. She had two an initial exploratory procedure to see if the coils in the uterus were embedded or not and then the surgeon performed a hysteroscopic procedure to remove the essure coils and both tubes. Salpingectomy with essure removal was performed. She recovered from the removal procedure and all the symptoms went away after removal.